Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump received a power loss alarm. The customer¿s blood glucose level was 133 mg/dl. Customer stated that after inserting new battery power loss alarm occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Unit was communicated properly with bg meter and the bg was transferred to the pump properly.